Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the va-lcp lat dist fibula pi 2.7 le 3ho l79 (p/n: 02.118.401, lot # h771082) was returned and received at us cq. Upon visual inspection, the threads of each va hole were found to be stripped. The corresponding locking threads of the 2.7mm va screws were also found to be stripped. In each instance the condition is consistent with difficulty locking the screws to the plate. No definitive root cause was able to be determined with the provided information. Device failure/defect identified? Yes. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Document/specification review based on the date of manufacture drawings, reflecting the current and manufactured revision were reviewed complaint confirmed? Yes, the device received is stripped. Hence confirming the allegation. Investigation conclusion the complaint condition is confirmed for the va-lcp lat dist fibula pi 2.7 le 3ho l79 (p/n: 02.118.401, lot # h771082). There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part number: 02.118.401s, lot number: h771082, part manufacture date: 26 nov 2018, manufacturing location: elmira, part expiration date: 01 nov 2028, nonconformance noted: n/a. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 2.7mm va-lcp lateral distal fibula pl/3 holes/lt-sterile product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated this is report 1 of 8 for (B)(4).

Manufacturer narrative:
Additional device product code: hwc. (B)(4). The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during the reduction and osteosynthesis with plate of the lateral malleolus surgery on (B)(6) 2019 to treat bi-malleolus fracture, the locking of the distal screw was defective. The surgeon used another 4 holes plate. There was fifteen (15) minutes surgical delay. There was no clinical consequence but an increase of the infection risk linked to the increase of the operating time. Patient outcome is reported as back home, scheduled for follow up visit. Concomitant device reported: unknown screws (part#unknown, lot#unknown, quantity: unknown). This report is for one (1) 2.7mm va-lcp lateral distal fibula pl/3 holes/lt-sterile. This is report 1 of 2 for complaint (B)(4).